Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to intentional off-label, unapproved or contraindicated use. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system received a non boston scientific barostim device. This resulted in oversensing of the electrical pulses send by the barostim device by the right ventricular (rv) lead. Technical services (ts) was consulted and discussed how this is contraindicated for the use of the ICD. Ts discussed available programming options. This device remains in service. No adverse patient effects were reported related to the off-label use. Additional information from the filed indicates the device was reprogrammed to enhance its detection. The patient will continue to be monitored. No adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system received a non-boston scientific barostim device. This resulted in oversensing of the electrical pulses send by the barostim device by the right ventricular (rv) lead. Technical services (ts) was consulted and discussed how this is contraindicated for the use of the ICD. Ts discussed available programming options. This device remains in service. No adverse patient effects were reported related to the off-label use. Additional information from the filed indicates the device was reprogrammed to enhance its detection. The patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system received a non boston scientific barostim device. This resulted in oversensing of the electrical pulses send by the barostim device by the right ventricular (rv) lead. Technical services (ts) was consulted and discussed how this is contraindicated for the use of the ICD. Ts discussed available programming options. This device remains in service. No adverse patient effects were reported related to the off-label use.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.